Event description:
A physician was attempting to use an in.pact admiral dcb balloon for the treatment of a calcified plaque lesion with chronic total occlusion in the mid superficial femoral artery. There was mild tortuosity and severe calcification. The balloon was prepped as per the IFU with no issues identified. A non-mdt pressure syringe was used to inflate the balloon. Resistance was encountered when advancing the device. No excessive force was used. The device did not pass through a previously deployed stent. It was reported that the balloon ruptured longitudinally at 10 atm. It is unknown if all fragments were retrieved. Another brand of balloon was used for dilation. No patient injury was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis the device returned with no damage visible to the catheter or balloon. The balloon folds were open. A tactile test detected flattening to the catheter at 26.0-26.5cm and 47.3-47.6cm distal to the strain relief and flattening to the catheter at 47.1-47.5cm and 43.1-43.4cm proximal to the distal tip. Negative purge detected the presence of a leak on the device. The device was pressurized to 8 atm and a leak was observed from a burst on the balloon 5.3-5.8cm proximal to the distal tip. It was not possible to inflate the balloon and the device did not maintain pressure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.